Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system (cds) which was treated with medication and it was noted that the clip slightly opened after deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and a thrombus was noted at the tip of the clip. Additional heparin was given, and the thrombus dissolved by itself. The physician decided to continue the procedure. The clip was placed, reducing mr to 1. However, after the clip was deployed the mr grade increased to 2. A jet was visible medial and in the middle of the clip. It was unclear if the clip slightly opened or if the jet was maybe not visible before deployment and a second clip was placed medial to the first clip. Two clips implanted reducing mr to 1. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. A cause for the reported thrombosis cannot be determined. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.